Event description:
The surgeon reported that during air/fluid exchange with vgfi, the air failed to infuse. The globe collapsed. The surgeon connected a syringe to the infusion cannula and injected irrigation to reform the globe. The vgfi kit was replaced and surgery was re-started. After surgery began, a vitreous hemorrhage was noted around the incision. The surgeon removed the hemorrhage, and performed an air tamponade and laser photocoagulation. The following day, the surgeon found the eye hemorrhaged again. Another surgery was performed. The hemorrhage was removed and the retina was reattached. The patient was discharged from the hospital.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional reports for the system. No samples were returned for evaluation. A root cause for the reported air infusion issue is unknown and cannot be determined.